Manufacturer narrative:
The unit was received with intermittent blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. Unable top erform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime/compromised force sensor system test, off no power test and excessive no delivery test due to moisture damage on the electronic stack. The following physical damage was noted: cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that there was fluid under her lcd screen. She had worn her insulin pump during a hot yoga class. The patient's blood glucose at the time of incident was 211 mg/dl. The customer had sweated on the device. The insulin pump was returned for analysis.